Event description:
The user facility reported the breakage of the integral drainage system drainage line in a pt in ICU. The bandage was found wet due to cerebrospinal fluid leakage, because of breakage at 2 levels: clean-cut section of the catheter at the male luer lock connector of the extension tubing; irregular section of the ventricular catheter at the female luer connector side. Possible clinical impact: risk of csf infection, risk of ventriculitis and impairment of neurological status. Add'l info was obtained on 11/23: two (2) pts were involved (medical device reference number 9612007-2004-00067). This pt developed infection.

Manufacturer narrative:
An investigation has been initiated based on the reported info. Once this investigation is completed a written report will be provided.